Manufacturer narrative:
(B)(4). The mitraclip remains implanted in the patient. The mitraclip delivery system was discarded and could not return for an evaluation, therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar single leaflet device attachment (slda) incidents reported for this lot. Potential causes for slda leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that there was no evidence of leaflet flail, chordal rupture, leaflet prolapse, or abnormally thin / thick leaflets. After the second clip was implanted, some leaflet restriction was observed. No other challenging patient anatomy was noted, and the patient did not have a history of prior cardiac surgery. There were no difficulties with visualization of the clip, and leaflet assessment was able to be confirmed. There were no issues noted while performing the leaflet assessment, and there was no difficulty encountered with the implantation of the clip. There was no contact between the first and second clip. In this case, it is likely that after the second clip was implanted, the restriction of the leaflet resulted in the slda. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. It was further reported that after the slda, the mr was noted to increase. Due to the increase in mr, an additional clip was implanted. The patient effect of worsening mr is listed in the mitraclip system electronic instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed because the second deployed clip (41101u2/(B)(4)) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, requiring implantation of another mitraclip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of +4. The first mitraclip was successfully implanted. The second mitraclip was implanted on the anterior and posterior leaflets. After implant of the second clip, some leaflet restriction was noted. Post implantation, the anterior leaflet came out of the clip. The clip remains on the posterior leaflet only. There was an increase in mr noted. A third mitraclip was implanted successfully, reducing the mr to 2+. There was no adverse patient sequela and there was no clinically significant delay in procedure. There was no additional information provided.